Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 1 day post the attempted implant of this 31 mm open pivot mechanical valve, the patient died. The valve was implanted and immediately explanted on (B)(6) 2026 and the patient passed away one day later. The cause of death was not received. Therefore, relatedness of the death to the mechanical valve could not be excluded. It is unknown whether an autopsy was performed. Additional information received reported that the surgeon stated the patient had to go back on bypass, resulting in patient being on bypass for extended period. The doctor believes the valve did contribute to the patient passing. It was also reported that the valve was explanted during the procedure, and a different valve was used. The valve was explanted while patient was still alive. The patient died with a different size valve implanted (27 mm mechanical valve).